Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Patient suffered a left femoral neck fracture on (B)(6) 2013. The fracture was repaired with three screws on (B)(6) 2013. On an unknown date, the three screws broke. On (B)(6) 2013, one 6.5mm cannulated screw 90mm in length and two 6.5mm cannulated screws 85mm in length were completely removed. This is report 3 of 3 for complaint #(B)(4).

Event description:
Along with the removal of the screws, a left proximal femur osteotomy was performed and secured with a 120 degree plate.